Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿sensor wire breaks thermistor cracks or breaks¿ with a potential root cause of ¿sensor wire too weak¿. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review.

Event description:
It was reported that the temperature via the esophageal probe was 2 degrees higher on the monitor than the foley connected to the device. The complainant noted that there was no warmer in use. The nurse reportedly thought that the temp reading for the esophageal was the same as the foley when plugged into the as, but different when plugged into monitor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the temperature via the esophageal probe was 2 degrees higher on the monitor than the foley connected to the device. The complainant noted that there was no warmer in use. The nurse reportedly thought that the temp reading for the esophageal was the same as the foley when plugged into the as, but different when plugged into monitor.